Event description:
The user facility reported via medwatch # (B)(4) "malfunction of bed tilt. Table immediately removed from patient care; not a safety event/no deviation in care." No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the receipt of medwatch # (B)(4) to inspect the 5085 surgical table. User facility personnel stated that their biomed inspected the 5085 surgical table following the reported event and found no issues with the function or operation; the reported event was unable to be duplicated and the table was returned to service. During the steris technician's inspection of the 5085 surgical table, user facility personnel stated that at the time of the event the patient was in the process of receiving sedation and the patient began to slide off the table. The or staff present at the time did not properly secure the patient with straps to the 5085 surgical table subsequently causing the patient to slide when the table was commanded. No report of injury. The operator manual states (section 1), "warning - personal injury hazard: warning - instability hazard: - failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." User facility personnel stated that the event occurred in july 2024 however, steris was not notified of the reported event until the receipt of medwatch # (B)(4) on august 14, 2024. The steris service technician inspected the 5085 surgical table and found no issues with the function or operation. The technician calibrated the table as a preventive action and confirmed all sensors were operating properly; the table was returned to service. The steris service technician counseled user facility on the proper use and operation of the 5085 surgical table and the importance of properly securing patients to the table during use. No additional issues have been reported.